Manufacturer narrative:
(B) (4). Alarm, failure to. Evaluation in progress, but not yet concluded.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the roller pump unexpectedly stopped without an alarm. The roller pump was being used in the sucker position. The user was able to restart the roller pump. The device was used to conclude the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.